Manufacturer narrative:
The device was discarded.

Event description:
The customer contact reported a disconnection. The patient was receiving herceptin on the secondary line of an unspecified plum pump at a rate of 270ml/hr. The secondary tubing set was connected to the clave port on the cassette of the plumset. Approx one hour after the delivery was started, the cassette was removed from the pump. At this time, the secondary tubing set disconnected from the clave port on the cassette of the plumset. It was reported that the remaining 30ml of herceptin that was in the solution container leaked on the floor. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.